Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and amplitude. Technical services discussed some options to address this. The local representative will discuss this with the doctor. There were no additional adverse patient effects. The system remains implanted.